Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that in a one year time frame the pacemaker's battery showed a decrease of more than two years of longevity. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. At this time the pacemaker remains in service and no adverse patient effects were reported. Additional information was received that the device was explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received that gave an updated date of explant.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that in a one year time frame the pacemaker's battery showed a decrease of more than two years of longevity. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. At this time the pacemaker remains in service and no adverse patient effects were reported. Additional information was received that the device was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that in a one year time frame the pacemaker's battery showed a decrease of more than two years of longevity. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. At this time the pacemaker remains in service and no adverse patient effects were reported.